Event description:
Customer called regarding the strips allegedly not appearing to absorb the sample. They did not report any symptoms or treatment. The customer contact medical professional for advice. There was no evidence of an adverse event, based on the info provided. The strips were replaced due to an unresolved issue.